Event description:
Several falsely elevated hcg results were obtained on a patient over the course of a month. The results were reported to the physician. The results did not follow the pattern of pregnancy. The sample was not repeated using alternate methodology. During this time period the patient had a d&c and a tubal ligation. There was no report of adverse health consequences as a result of the falsely elevated hcg results.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated hcg is unknown. The instrument is performing within specifications. No further evaluation of the device is required.